Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Failure occurred during testing, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bond test measurement was 0.102 ohm (ground bond test specification is 0.001 - 0.100 ohm). External/internal inspection was performed with no problems. Device powered up properly and no errors occurred. Performed continuity test between power entry module (pem) ground and door post and resistance went from 12.076 to 0.009 ohms when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the ground bond failure was determined to be caused by a loose door post set screw. Baxter will continue to monitor similar reports to determine if further actions are required.